Event description:
The facility stated that the scale on this bed is not working, and they cannot weigh the patient.

Manufacturer narrative:
The technician found three of the four load cells were not functioning properly. The technician replaced the load cells to repair the bed.